Manufacturer narrative:
The lot number is unk therefore, the date of MFR can not be determined. Return of the sample device for manufacturer's investigation was requested, however, the sample has not been returned. If the sample is returned an investigation will be performed. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The customer reported that the volume exhaled was inferior to inhaled volume. The tube was removed and the pt was re-intubated. Upon examination the cuff was noted to be unevenly inflated.